Manufacturer narrative:
Issue has been identified as a bearing issue on the castor of the workstation it is alleged that this is a isolated incident with only 2 occurrences that have been reported since initial production of the wm-np2. Containment action is now in place to prevent any further occurrences and is being managed under CAPA m0116. Conclusions. The bearing cage was absent in the failed bearing. Failure occurs within a short time period. Omission of the bearing cage is a very rare event. The containment action is robust and has been implemented after sn: (B)(4). The likelihood of another reported failure of this type is very low. A correctly assembled bearing will not fail in normal operations.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date on the sr1 from nov 28, 2017 to nov 23, 2017.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time; however, the instruction manual warns users "check the security and condition of castors at six-monthly intervals. If loose and/or excessively worn, contact olympus for service."

Event description:
Olympus was informed that during transport for preparation of use the workstation front right castor wheel broke off causing the cart to be tilted. There was no user injury.